Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 due to pelvic organ prolapse and stress urinary incontinence. Following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision in 2011 due to pain, pressure, and dyspareunia. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a resection of mesh on (B)(6) 2008 by dr. (B)(6) at (B)(6) center. It was reported that she experienced dyspareunia following the procedure. It was reported by an attorney that the patient underwent a revision/ removal of mesh on (B)(6) 2015 by dr. (B)(6) at (B)(6) hospital.